Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval found low ultrasonic readings on the upstream sensor. Low ultrasonic readings would make the pump more sensitive to air in line alarms. The upstream sensor will be replaced. See scanned page.

Event description:
It was reported that a pump alarmed air in line when no air was present during an infusion on a pt. The device was stopped and a new device was used to complete the infusion. The medication that was being infused is unk. The customer also stated there was no pt injury.